Event description:
A pacemaker dependent pt appeared to lose consciousness prior to detection of asystole by pt physiologic monitor. Prompt assessment by nursing staff determined that the [temporary external] pacemaker had become unintentionally powered off. An attempt to turn it back on was unsuccessful. A backup pacemaker was immediately located and connected to the pt leads. Very shortly after reinitiating pacing the pt regained consciousness. The pt did not experience any further difficulties. The visual low battery indicator is adequate on this type of pacemaker as long as the battery fails in a "normal" manner, that is over a 24 hour period, but if the battery is defective and fails rapidly, an audio alarm would be desirable. These pacemakers are not provided with a power cord. They are intended to be operated on battery power only. The staff checks the pacemaker each shift which, once again, would have been adequate had the battery failed in the normal manner. It is possible that a used battery was returned to the pacemaker, although this is extremely unlikely. The duracell procell 9v battery in use during the incident was found to be depleted. Pacer assessment revealed no deficiencies. The nursing staff indicated the battery had been replaced within 10 hours of incident. Other sample batteries of the same lot were tested and none were found to be defective. This facility has been using the duracell procell 9v batteries for many years and the life expectancy, under this load, is more than 3 days. There has not been a history of a problem with the batteries prior to this incident. There are no unusual circumstances surrounding this failure.